Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and current blood glucose was 300 mg/dl. Customer stated insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated drive support cap appears to be normal. Customer performed displacement test and it was passed. The device will not be returned for analysis.